Event description:
Clinical study site (B)(4) subject ID (B)(6) was implanted with topas on (B)(6) 2008. Pt reported at 6 week postoperative visit of worsening fecal urgency. The physician reported the event was possibly related to the device and the procedure. Medication: imodiumtrial, and recommended increase in dietary fiber. The event was resolved on (B)(6) 2008.

Manufacturer narrative:
Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.